Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2015-02082.

Manufacturer narrative:
System updates pending. Result: known inherent risk of procedure. Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including, but not limited to, malposition of the valve, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, a severely elliptical annulus shape, valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. In this case, procedural factors (torn ncc leaflet during bav), in addition to patient factors (severe valvular calcification) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of two manufacturer reports being submitted for this case.

Event description:
During the transaortic tavr procedure, the non-coronary cusp leaflet was torn during balloon aortic valvuloplasty (bav), resulting in severe aortic regurgitation. Bav was performed with an edwards bav via the transaortic approach. During the procedure, the non-coronary cusp (ncc) leaflet was torn, resulting in severe regurgitation. The torn leaflet was observed to be "flapping." A 23mm sapien xt valve was quickly prepared and deployed in a final 50:50 aortic/ventricular (a/v) position. The patient was not stable enough for open surgery. The decision was made to monitor the patient's condition for 24 to 48 hours. At the time of this report, the patient was in stable condition. The native annulus measured 25mm x 21mm by CT with a valve area of 391mm2. Severe aortic valve calcification with severe restriction of leaflet excursion was reported. It was perceived that patient factors, significant calcification and poor vascular condition, likely contributed to the torn ncc leaflet. It was stated by the operator that this event was not device related.